Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -8.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens tore during injection delivery into the eye. Intraoperatively the lens was removed and replaced with a same length/power lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).